Event description:
The customer reported receiving an error 6 message on their precision xtra meter and was unable to test their blood glucose. The customer stated she has been taking her insulin without knowing her glucose levels. As a result, the customer experienced symptoms of hypoglycemia and a loss of consciousness. The paramedics were called and treated the customer with intravenous fluids. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. During the course of troubleshooting with adc customer service, it was discovered that the customer was trying to use test strips that expired in may/09. Precision xtra meters are designed to display an error 6 message when the customer is trying to use expired test strips. Therefore, this case does not involve a product malfunction and no product investigation is necessary.